Event description:
A customer reported that a dull knife blade was noted during surgery. An alternate knife was used to complete the procedure. There was no impact to the pt.

Manufacturer narrative:
No sample was received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).